Manufacturer narrative:
Patient called with a question about leads that remained after ipg was explanted. Referred to surgeon for removal if desired, but have not been able to connect with patient since referral after repeated attempts at contact. No further action to be taken.

Event description:
From the call center: my gastric pacemaker was moved, when it was moved it wrapped around small intestine, so they had to remove it, but I still have 3 metal wires hanging down, is this ok?.